Event description:
It was reported that the patient presented to the clinic with multiple non-sustained right ventricular oversensing (nsrvo) alerts on (B)(6) 2021. During interrogation of the implantable cardioverter defibrillator (ICD), it was noted that these nsrvo alerts were a result of electromagnetic interference (emi) from patients left ventricular assist device (lvad). Programming changes were discussed but were not performed at this time. Patient will be monitored going forward. There were no adverse consequences to the patient.